Event description:
On (B)(6) 2014, intuitive surgical, inc. (Isi) received the mega suturecut needle driver instrument from the hospital. No information was provided to isi. Intuitive surgical, inc. (Isi) contacted the site to obtain additional information concerning the return of the instrument. Frayed wires were observed during sterilization. There was no report of fragments falling into a patient. There was no patient harm, adverse outcome or injury reported.

Manufacturer narrative:
Failure analysis investigation of the returned instrument found the grip cable to be broken at the distal idlers. The idler pulley spun freely and was not damaged. The cable segment stuck out at the wrist of the instrument. The other cables at the wrist of the instrument were undamaged. Failure analysis investigation also found the distal pulley had mechanical indentations/burrs. There was an indentation at the edge of the distal pulley and visible scratches on the surface of the pulley. Failure analysis concluded that the mechanical indentations/burrs damage may be due to mishandling/misuse. No other damage was found. The damages to the instrument found during the failure analysis investigation do not constitute a reportable event; however, the broken cable if to recur could likely cause or contribute to an adverse event. This report does not admit that the report or information submitted under this report constitutes an admission that the device, intuitive surgical or intuitive surgical employees, caused or contributed to the reportable event.